Event description:
It was reported that a pt experienced withdrawal and an altered mental state. Upon a refill, the pump was found to be empty. It was suspected that the pump was dry for a period of one month, and the pt did not hear any alarms. It was noted that a refill was not conducted for a period of five months. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).